Event description:
It was reported that, "the surgeon determined that the patella had loosened and needed to be replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was damaged during explantation and discarded. Additional information pertaining to the device was referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.